Manufacturer narrative:
The biomedical engineer (bme) reported that there was a patient incident between 2am-5am there was a patient incident and needed to retrieve data. The biomed was asked to get the patient information (full disclosure) from 2am to 5am. The only information that the biomed could provide was that patient was transferred from (B)(6) to (B)(6) and that the information did not crossover. He stated that full disclosure data from from the central nurse's station (cns) at (B)(6). Showed recording starting at approx 4:30am for that patient. However, no recording could be found between 2am and 4:30am. Nihon kohden technical support (tech support) asked that they provide patient data from the cns at tele east dept. To get a clearer picture on how much data was lost. The transfer happened at 4:29am on (B)(6) 2021. He stated that the patient arrived from the tele department to the (B)(6) department without a transmitter on him. Tech support asked him if he knew how the staff did the patient transfer. If they transferred the patient via using the tele cns and did the patient transfer from there and selected which bed at the (B)(6) nurse's station (cns) that the patient would be sent to. He said that he did not know exactly how they transferred the patient, he has no details on it. He just knows the patient was physically moved from tele to (B)(6) and the patient arrived at (B)(6) at 4:29am and when they started to monitor the patient, no data was seen prior to 4:30am. The patient was transferred from the rooms (B)(6) to (B)(6). They also found that they had issues with the keyboard of this central nurse's station (cns) when they went to download the data from the unit. The touchscreen was working. They could not collect the log files just using the cns touchscreen functionality because he has to use the keyboard to rename the file onto the usb drive. They said he will try this the later and use a different keyboard. We have requested device information as we only have placeholder device information and patient information with the adverse event form. We also asked for clarification on the details on the data loss. We were not sure if there was an issue with transferring patients from one location to another via central nurse's station (cns) and it failed. On the other hand, we were not sure if the user discharged the device and then physically moved the patient to another department and then admitted the patient there. The latter would result in data loss and be a user error. The customer has been unresponsive to emails requesting device and patient information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that there was a patient incident between 2am-5am there was a patient incident and needed to retrieve data. The biomed was asked to get the patient information (full disclosure) from 2am to 5am. The only information that the biomed could provide was that patient was transferred from (B)(6) to (B)(6) and that the information did not crossover. He stated that full disclosure data from from the central nurse's station (cns) at (B)(6). Showed recording starting at approx 4:30am for that patient. However, no recording could be found between 2am and 4:30am. Nihon kohden technical support (tech support) asked that they provide patient data from the cns at tele east dept. To get a clearer picture on ow much data was lost. The transfer happened at 4:29am on (B)(6) 2021. He stated that the patient arrived from the tele department to the csu department without a transmitter on him. Tech support asked him if he knew how the staff did the patient transfer. If they transferred the patient via using the tele cns and did the patient transfer from there and selected which bed at the csu central nurse's station (cns) that the patient would be sent to. He said that he did not know exactly how they transferred the patient, he has no details on it. He just knows the patient was physically moved from tele to csu and the patient arrived at (B)(6) at 4:29am and when they started to monitor the patient, no data was seen prior to 4:30am. The patient was transferred from the rooms (B)(6) to (B)(6). They also found that they had issues with the keyboard of this central nurse's station (cns) when they went to download the data from the unit. The touchscreen was working. They could not collect the log files just using the cns touchscreen functionality because he has to use the keyboard to rename the file onto the usb drive. They said he will try this the later and use a different keyboard. We have requested device information as we only have placeholder device information and patient information with the adverse event form. We also asked for clarification on the details on the data loss. We were not sure if there was an issue with transferring patients from one location to another via central nurse's station (cns) and it failed. On the other hand, we were not sure if the user discharged the device and then physically moved the patient to another department and then admitted the patient there. The latter would result in data loss and be a user error. The customer has been unresponsive to emails requesting device and patient information.

Event description:
The biomedical engineer (bme) reported that a patient incident occurred between 2:00am and 5:00am and they needed to retrieve the data.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that an undefined patient incident occurred between 2:00am and 5:00am and they needed to retrieve the data. No additional event information could be obtained after repeated, unsuccessful attempts to obtain the device logs. Investigation summary: the issue could not be confirmed as the customer could not provide device logs for the investigation. An nkc investigation found that the cause could not be identified since the necessary information for the investigation could not be obtained. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1: 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: telemetry transmitter . Model: ni. Sn: ni.